Manufacturer narrative:
H6: investigation summary it was reported there was a white marking on the side of the blue needle base. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister top web confirming the lot number. The other two photos show a needle assembly with an epoxy drip over on the needle hub. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced epoxy on the needle hub. A device history record review was completed for provided material number 305125, lot 2020922. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that excessive epoxy was found on the bd precisionglide¿ needle and hub. The following information was provided by the initial reporter: "I am writing to inform you of a defective needle I had received from my pharmacy... The anomaly is the white marking on the side of the blue needle base. All the other ones I have used are solidly blue around that area."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excessive epoxy was found on the bd precisionglide¿ needle and hub. The following information was provided by the initial reporter: "I am writing to inform you of a defective needle I had received from my pharmacy. The anomaly is the white marking on the side of the blue needle base. All the other ones I have used are solidly blue around that area."